Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. (B)(4). According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoprosthesis migration and reoperation. Additionally, the IFU states: failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the patient or death. Compliance with device sizing recommendations is critical to optimal performance of the device. The intended aortic diameter for tgmr404020j is 31-37mm, however, based on the case report the minimum diameter at the implant area was 27.9mm. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. As the date of the follow up when an endoleak, an aneurysm enlargement and a migration is unknown, the reintervention day (B)(6) 2021 will be used as an event date.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aneurysm impending rupture using gore® tag® conformable thoracic stent grafts with active control system. On an unknown date, a follow-up images revealed a distal type I endoleak, an aneurysm enlargement (amount unknown) and a migration of the endoprosthesis to the proximal side (distance unknown) associated with a distal implanted device ( tgmr404020j/(B)(4)). On (B)(6) 2021, an additional gore® tag® conformable thoracic stent graft with active control system was implanted distally. The patient tolerated the procedure. The physician suggested that the gore® tag® conformable thoracic stent graft with active control system migrated because the endoprosthesis was might have been oversized.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aneurysm rupture using gore® tag® conformable thoracic stent grafts with active control system.